Manufacturer narrative:
Submit date: 9/12/2017. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 service found there was no sound when the device was powered on and it had been verified.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿failure to alarm¿. The unit was triaged and the reported issue was confirmed. Many of the leads were found to be damaged and/or bent and pulled up from the printed circuit board. This displacement is commonly caused by contact with the uppermost screw bore. There is currently a corrective action in place to solve this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.